Event description:
In initial recovery phase post-stress echo, the treadmill belt did not stop and patient fell on right arm and right lower leg. Patient declines hitting her head and stated she is fine just sore.